Event description:
It was reported that the rv sensing dropped and the atrial lead (solia s 53) dislodged. During a revision, the atrial lead was removed, discarded and replaced by a new lead. The patient was fine.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.